Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A site visit was made by a manufacturer representative (rep) to troubleshoot the issue. The rep verified the long tactile probes with two navigation systems at the same time. After doing so, the long right tactile probe still had an incorrect trajectory per the cad model on one of the navigation systems. The left long tactile worked as designed across both navigation systems. The rep uninstalled the tools package and reinstalled tools 30, but it did not resolve the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Concomitant medical products: other relevant device(s) are: product ID: 9735740, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was an incorrect 3d trajectory cad model when navigating the long right tactile probe. The system displayed a 3d trajectory cad model for the left long tactile probe, however the 3d trajectory cad model for the right long tactile prove was displayed as 2-4 degrees laterally pitched.